Event description:
Notified of incident by lawsuit filed against boston scientific scimed on march 2, 2006. The complaint alleges, the pt underwent a rotational atherectomy procedure in the treatment of the pt's coronary artery disease, on or about in 2005. It is alleged that during the procedure, that the pt "sustained serious grievous and permanent injuries ultimately leading to his death in 2005". Boston scientific corporation did not receive notification of this event at the time of the alleged incident.

Manufacturer narrative:
The product was not returned by the hospital, so no returned product analysis will be available. Because the lawsuit did not identify the product, the identity of the complaint device could not be determined.